Event description:
It was reported that a half day infusor over-infused. This occurred during a patient infusion of 400 mg of desferrioxamine in 45 ml of 0.9% sodium chloride. The reporter stated that the infusion completed in 4 to 5 hours instead of the expected 12. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Lot was manufactured september 16, 2013 - september 17, 2013. The device was not returned; however, four companion samples were returned for evaluation. Visual inspection of the four companion samples did not identify any abnormalities that could have contributed to the reported condition. Each of the four companion samples were drained and re-filled with the nominal fill volume per the directions for use for this product. The flow rate in each was found to be within specification. The evaluation did not confirm the reported condition. A batch review was performed, and no issues during manufacturing were noted. Should additional relevant information become available, a supplemental report will be submitted.